Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, high impedance was noted on the right ventricular lead. The lead was capped and replaced with good electrical measurements. The patient is in stable condition.